Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon removed a 3.5mm locking compression plate (lcp) hook plate and three (3) screws from an olecranon osteotomy plated as part of an open reduction internal fixation (orif) distal humerus on (B)(6) 2015. None of the implants were broken or damaged. The patient had reportedly fallen twice since the initial surgery, slightly displacing the osteotomy. The surgeon wanted to re-reduce the osteotomy and re-plate with the 3.5mm lcp olecranon plate. The osteotomy was partially healed, but he took down the callus, and re-reduced it. There was no sign of infection. The patient fell twice on the operative elbow, without breaking any hardware. The patient complained of pain after the falls, which led to the additional surgery. (B)(4).